Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged and loose, has to hold cable to charge, resulting in difficulties charging the pump. The customer's blood glucose level was 175 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.